Event description:
It was reported that a tube error occurred. A 2.4mm jetstream xc atherectomy catheter was selected for a procedure in the superficial femoral artery. During the first passage of the catheter with the expandable blade still closed the catheter stopped working and a tube error was displayed on the screen. Troubleshooting attempts were unsuccessful. No patient complications were reported. However, device analysis revealed that the tip of the catheter was nearly detached.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product to boston scientific consisted of a jetstream xc catheter, 2.4mm. The device was connected to the console per the instructions for use. Functional analysis of the device was completed with no tube error as reported. The device was visually and microscopically inspected for damage. The device showed no shaft damage but showed the tip of the catheter at 1cm to be damaged and nearly detached. The reported complaint of tube error was not confirmed; however, tip damage was found at the 1cm mark.